Event description:
It was reported to philips that the device fell and needs to be evaluated. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty therapy port. The customer was given part number and pricing for a replacement therapy port. The device remains at the customer site and no further evaluation is required at this time.